Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's mother had observed blisters near the generator chest incision in the weeks following vns implant surgery. Over time the blisters began to leak fluid. The patient presented to the surgeon's office due to the infection and was then referred for explant. The lead and generator were then explanted. There was concern that the patient's g-tube may have contributed to the infection however this was unclear. Manufacturing records were reviewed and it was confirmed that both the lead and generator were sterilized prior to distribution.